Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer malfunctioned. A customer has reported that a user was unable to dispense medication due to a malfunction, which has resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was not able to open and close properly. A field service engineer successfully replaced rails and installed newer insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device